Event description:
About two weeks after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08/11/2024. Lot: 2200421: (B)(4) items manufactured and released on 13-06-2022. Expiration date: 2027-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised. Batch review performed on 08/11/2024 on ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2416428, lot: 2416428: (B)(4) items manufactured and released on 19-06-2024. Expiration date: 2029-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 08/11/2024 on cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot: 2344575, lot: 2344575: (B)(4) items manufactured and released on 03-06-2024. Expiration date: 2029-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 08/11/2024 on liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot: 2346405, lot: 2346405: (B)(4) items manufactured and released on 15-01-2024. Expiration date: 2027-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.